Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification and stenosis remains indeterminable. The cause of death was not provided. There was no indication that the death was device related. It is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) year old male patient with a 23mm pericardial aortic valve, implanted for 12 years, had severe aortic stenosis secondary to calcification. The patient was hospitalized due to class 4 heart failure and chronic af. He was admitted to undergo a planned tavr; however, went into rapid af with hypotension. Surgeon ordered levo and amio, then shortly thereafter, the patient developed an pulseless electrical activity (pea) arrest. Code was called and acls initiated, but he did not survive after 40 minutes of attempted resuscitation. Patient expired before the planned tavr procedure.